Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a replace sensor message on the display of his adc freestyle libre, after one day of wear. Customer further reported that due to this he self-administered a glucagon injection. No further information was provided. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Common device name) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported receiving a replace sensor message on the display of his adc freestyle libre, after one day of wear. Customer further reported that due to this he self-administered a glucagon injection. No further information was provided. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch and no issues were observed. Sensor data was extracted successfully and found to be within specification. Sensor plug was seated properly on mount. All 3 contacts on sensor plug were installed properly. Sensor neck was observed without damage or cracks. Performed simvivo testing and all result were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a replace sensor message on the display of his adc freestyle libre, after one day of wear. Customer further reported that due to this he self-administered a glucagon injection. No further information was provided. Attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.